Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed five non-related qns were initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Received six nexiva 24ga units from the catalog number 383511; lot number 8235512. Four units were used units, two were in opened packages and two without packaging. Two unused units in sealed packages. Visual/microscopic evaluation: used: three of the used units had the extension tubing separated from the clear port of the winged adapter. The forth unit the extension tubing was intact. Unused: the representative returned units showed no signs of bends, cuts, holes, kinks, splits, and wrinkles in the extension tubing¿s. The extension tubing was adhering to the inside clear port wall of the catheter adapter. Water/air leak test: during the water/air leak test, the used extension set separated from the winged adapter leakage was not observed with the returned unused units. The defect leakage at adapter tubing junction was identified, replicated and confirmed. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. (B)(4) was initiated.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. No serious injury or medical intervention was reported. Verbatim: "patient had been cannulated and dressing insitu. Nurse was about to set up IV infusion when noticed blood droplets around the dressing. Upon investigation it was noted there was leakage where the IV tubing connects to the triangular "wing" of the cannula. Cannula removed and retained for investigation. Patient re cannulated. Nurse not exposed to blood leakage."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. No serious injury or medical intervention was reported. Verbatim: "patient had been cannulated and dressing insitu. Nurse was about to set up IV infusion when noticed blood droplets around the dressing. Upon investigation it was noted there was leakage where the IV tubing connects to the triangular "wing" of the cannula. Cannula removed and retained for investigation. Patient re cannulated. Nurse not exposed to blood leakage."